Event description:
A patient fell out of the citadel plus bed used with maxair ets mattress. The nurse stated that she accidently hit in the bed side rail panel and left the room without checking if the side rails were locked. When she returned to the room, the patient was on the floor. No injury occurred.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A patient fell out of the citadel plus bed used with maxair ets mattress. The nurse stated that she accidently hit in the bed side rail panel and left the room without checking if the side rails were locked. When she returned to the room, the patient was on the floor. No injury occurred.

Manufacturer narrative:
A patient fell out of the citadel plus bed used with the maxair ets mattress. The nurse stated that she left the room without checking if the side rails were in the fully upright position and locked. When she returned to the room, the patient was on the floor. No injury occurred. The involved device was inspected by an arjo representative. It was found that one of the side rail locking mechanism did not lock correctly. It is unknown if this malfunction occurred before or during the patient's fall. The cause of the patient¿s fall was not established during the investigation. The customer staff could not confirm if the side rails were locked on this bed at time of the event and unexpectedly opened when the patient was leaning on it or if the side rails were not in upright position. Instruction how to lock the side rail is described in the instruction for use (831-374_en): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed (...). It is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." The patient fell from the arjo device therefore it played a role in the event. The involved device¿s functions did not operate correctly, therefore the device did not meet its specification. The complaint was assessed as reportable due to indication about the patient¿s fall.